Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device serial number is not known, so the manufacturing site ID was set to medtronic, inc.

Event description:
It was reported that the set screw was stuck, but later they were successful with getting the lead out of the header. No further information was provided on the device and its current status. No patient complications were reported as a result of this event.